Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, there is no sleeve cover on one (1) device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, sleeve cover is missing on an unspecified number of devices across two lot numbers, one of which is unknown. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 18-mar-2025. Investigation summary: bd received two customer samples: 1 from lot 4199393 and 1 from an unknown lot #. Four photos of the returned products were reviewed for investigation. The photos show devices with no sleeve on the np cannula. Additionally, 20 retained samples were visually inspected, and all samples passed the test as there were sleeves on the np cannulas of the devices. Retained samples from an unknown batch could not be tested due to the absence of batch information. Based on a review of the device history record(DHR) for the incident lot, all product specifications and requirements for lot release were met. The DHR for the unknown lot could not be reviewed. This complaint has been confirmed for the lots 4199393 and unknown, for the indicated failure mode: missing sleeve. Bd was unable to determine a root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
The following fields have been updated with additional information. B.5. Describe event or problem: it was reported while using bd vacutainer® multiple sample luer adapter, sleeve cover is missing on an unspecified number of devices across two lot numbers, one of which is unknown. No adverse impact was reported regarding the patient or user. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: unknown.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, sleeve cover is missing on an unspecified number of devices across two lot numbers, one of which is unknown. No adverse impact was reported regarding the patient or user.